Event description:
It was reported surgical intervention will be undertaken due to discomfort at the ipg site. Follow-up identified the pocket was revised on (B)(6) 2013 where the ipg was reposition above the belt line. Post-operative stimulation was effective and the patient is satisfied with the coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.